Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #9616680-2012-00275.

Event description:
Solicitors reported that a (B)(6) male patient underwent a hip replacement procedure on (B)(6) 2008. The solicitor reported that over time, the patient developed occasional intermittent aches in the buttock area and outer aspect of the hip and thigh pain which increased to pain in the groin. The patient underwent an MRI scan in 2011 which confirmed a pseudotumour as an adverse reaction to metal debris. The solicitor reported that the patient also had high cobalt and chromium levels and as a consequence, it was determined that the patient required a revision procedure, which took place on (B)(6) 2011.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-1452, lot # fm066334, description: mitch trh md hd sz 52+4, manufacturer: depuy. Cat # mac-9988-5258, lot # fm089740, description: std mitch trh cp sz 52/58, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a foreign solicitor. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Solicitors reported that a (B)(6) male patient underwent a hip replacement procedure on (B)(6) 2008. The solicitor reported that over time, the patient developed occasional intermittent aches in the buttock area and outer aspect of the hip and thigh pain which increased to pain in the groin. The patient underwent an MRI scan in 2011 which confirmed a pseudotumour as an adverse reaction to metal debris. The solicitor reported that the patient also had high cobalt and chromium levels and as a consequence, it was determined that the patient required a revision procedure, which took place on (B)(6) 2011.